Manufacturer narrative:
S/w 5.2a retainer ring=black. On (B)(6) 2021 15:45:26 fowlka2 customer concern: cust states that she has been experiencing low bg readings. She checked her daily history and noticed that the pump had delivered (B)(4) units of insulin at 5:56pm. She does not remember delivering a bolus at that time and does not understand why the pump delivered that amount of insulin without her input. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review under medical review tab it recorded that patient program the following: on (B)(6) 2021 at 17:56:12.000 hour, bolus programming method used: bolus wizard, normal bolus amount programmed: (B)(4) ,bolus amount delivered: (B)(4). Unit received with scratched case. Unit was monitored and no unexpected deliveries in its own noted during testing. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 57 mg/dl. The user alleged the insulin pump was over delivering insulin. Customer stated that unusual drops of insulin were dripping or squirting out from end of set before connecting at site. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.